Manufacturer narrative:
The full lead was returned, analyzed, and the connector sealing rings of the lead were extrinsically damaged. Visual analysis of the lead indicated damage at implant. The analyst noted that the seal ring is torn(coded lecojvof) near connector pin at .5cm from proximal end.

Event description:
It was reported that during a lead implant attempt there was insulation damage observed by the physician. A new lead was implanted with success. No patient complications have been reported as a result of this event.